Event description:
It was reported the threaded stud is missing. The customer has another handpiece available for use in the case. The rep was not provided with details when it happened. No patient consequence.

Manufacturer narrative:
H4, 6: information anticipated, but unavailable at this time.